Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased act button dome switch. The insulin pump has minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the act button on the insulin pump reacts when touched lightly and activates too easily. Customer's blood glucose reading at the time of the incident was 94 mg/dl. No further information reported.